Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, immediately after the laparoscopic rectosigmoidectomy through videosurgery procedure, the patient presented with colorectal bleeding. And in the 5th day after surgery, it presented dehiscence anastomosis. A medical or surgical intervention required. They transfused red blood cell immediately in replacement for the blood loss due to bleeding. In the 5th day, confection of colostomy was provided in solution for the dehiscence anastomosis. Patient hospitalization was extended and necessary for 2 and a half month. Patient need to recuperate nutritional status. Possible new surgery after 6 months. Patient is alive with injury. The product was discarded by the customer.